Event description:
It was reported that the customer's sensor readings were vastly different from his blood glucose meter readings. The customer stated he received consistent alarms for low blood glucose throughout the night, which he was treating for. At the time of the call, the customer's blood glucose was 228 mg/dl, though he had cited an instance where the readings from his sensor and blood glucose were such that one said 67 mg/dl and the other was 277 mg/dl. It was not noted which reading was from the meter and which was from the sensor. Additionally, the customer reported breaking out in a rash from sensor use. The customer once again checked his readings and his blood glucose was 236 mg/dl while his sensor read 159 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.